Event description:
The nurse of (B)(6) female pt called zoll customer support to report that the cord was broken on the pt's electrode belt. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation, the cable running from the distribution node (dn) to the rear two wire therapy electrodes was pulled from the strain relief. Additionally, the trunk cable connector was cracked. The root cause for damaged cable and cracked trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable and cracked trunk cable connector. The pt received a replacement electrode belt.